Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 599 mg/dl at the time of the incident. The customer was at 122 mg/dl on the morning of the call. The customer was given manual injections and intravenous fluids to treat. The customer experienced symptoms such as nausea, vomiting, abdominal pains, and difficulty breathing. The customer was wearing the insulin pump during the incident. The caller reported two bent infusion set cannulas. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.